Event description:
The customer reported that an 840 ventilator stopped cycling. No patient involvement. Covidien tech support engineer (tse) troubleshot this issue with customer over the phone and suggested running extended self test (est) to clear the error code and exercise the ventilator for 48 hours. Covidien was not authorized to service the device.